Manufacturer narrative:
No conclusions can be made at this time. These types of events are typically caused by over-tightening the screw during insertion, or by tightening the nut onto the screw at an oblique angle.

Event description:
Contact reported that three screws were broken during tightening of the nut onto the machine thread. This resulted in a delay to the case. As the delay was in excess of 30 min and MDR is being filed to document this event. Device 2. See also: 1526439-2007-00367, 1526439-2007-00359.